Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii leaked at catheter junctionthe following information was provided by the initial reporter;at 15:40 on (B)(6) 2023, after the patient was indwelling on the right dorsal vein puncture, the liquid medicine leaked out of the connection between the plastic and the hose, and the indwelling needle was immediately replaced, and the patient was punctured again, causing the pain of the patient's second puncture.

Event description:
Is there any sample returned or photo provided? ********************************************** after further confirming with customer, there is no sample returned, no photo provided.

Manufacturer narrative:
1. DHR/bhr review(lot#2263932): 1)this batch of products were assembled at intima ii auto line 3 in october 2022, and packaged at r240 package line and cfs package line in october 2022. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. As the damage state of the complaint sample cannot be identified, the root cause of the leakage cannot be determined. The plant will continue to pay attention to such defects. H3 other text : see narrative.